Event description:
It was reported that the patient's implantable neurostimulator (ins) was malfunctioning. The patient stated the ins would cut off and shock her every time she went by the time warner building. She also reported the ins changed her tv channels, erased credit cards, and ''messed up'' her microwave. The device was explanted (B)(6)2006. The patient stated her physician came to the resolution that the ins malfunctioned. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1995, product type extension; product ID 7434-e, serial # (B)(4), product type programmer; product ID 3888-28, lot # l36561, implanted: (B)(6) 1995, product type lead.